Event description:
It was reported that 2 unspecified bd intravascular adminstration sets experienced flow issues. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. The issues happened on 2 pump modules and when you set up a new line it worked on both pump modules. This issue has happened twice since the initial issue happened.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that the primary bag infused before the secondary bag twice since the initial issue. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 2 unspecified bd intravascular adminstration sets experienced flow issues. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. The issues happened on 2 pump modules and when you set up a new line it worked on both pump modules. This issue has happened twice since the initial issue happened.